Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive had foreign matter inside.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for coring was with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and coring was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for coring with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and coring was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® no additive had foreign matter inside.